Manufacturer narrative:
The issue occurred prior to patient involvement. Sorin group (B)(4) manufactures the inspire 8f hollow fiber oxygenator with integrated arterial filter and hardshell. The incident occurred in (B)(6). The involved device has been received at sorin (B)(4) on (B)(6) 2019. Investigation is on-going. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Sorin group (B)(4) has received a report that, during set-up, a foreign material was seen by the cardioplegia arterial outlet of the inspire 8f. The device was changed-out. The issue occurred prior to patient involvement.

Manufacturer narrative:
The complained issue was the presence of extraneous material in the cardioplegia port inside the inspire oxygenator. The issue was identified at the packaging setup prior to any patient involvement. The complained oxygenator was returned livanova for investigation. Detailed visual inspection of the returned oxygenator, especially close to the cardioplegia port, could not identify any extraneous particle inside the oxygenator. DHR of the batch did not highlight any issue possibly related to the claimed defect. Traceability of the batch shows that this is the unique part of a batch that has been complained for this issue. Therefore, it can be considered an isolated event. Accordingly, no trend of similar complaints. It shall be noted that the complained oxygenator was returned with all connectors opened. It could not be excluded that the claimed extraneous material was movable and that it has moved outside the oxygenator during the returning to livanova for investigation. The likelihood of occurrence of the complained failure for the considered period is in line with what documented and accepted in the inspire risk management file according to livanova investigation, no issue could not be confirmed and no root cause could be assessed. As the occurrence of such kind of event is low and a clear root cause could not be assessed, no corrective action will be undertaken. Livanova will keep monitoring the market.

Event description:
See intial report.